Event description:
Guidant (now boston scientific) received information in (B)(6) 2006 that this cardiac resynchronization therapy defibrillator (crt-d) detected noise on the right atrial (ra) and right ventricular (rv) channel resulting in pacing inhibition and inappropriate therapy. It was noted that this ra transvenous pacing lead and rv defibrillation lead had exhibited high out of range pacing impedances; however, the leads were still sensing normally. A lead fracture was suspected however there was no evidence of a fracture upon x-ray. New information was received that reported loss of capture on this ra transvenous pacing lead. The device's tachycardia mode was programmed to monitor only. The device was originally implanted for heart failure capabilities and not defibrillation purposes. The physician decided that no invasive intervention would be performed. Subsequently, boston scientific crm received information that the local sales representative contacted technical services to report that the tachy mode was programmed to monitor only and asked if the automatic capacitor reformation feature could also be programmed off. Technical services informed the local representative that this feature could not be programmed off. Subsequently, boston scientific received information that this patient died in (B)(6) 2009. There were no reports that the lead caused or contributed to the patient's death. The lead was received at boston scientific's return products department in (B)(4)2012.

Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) detected noise on the atrial channel resulting in episodes of atrial tachycardia response. It was noted that this transvenous pacing lead exhibited out of range (high) pacing impedances however the lead is still sensing normally. A lead fracture was suspected however there was no evidence of a fracture upon x-ray. New information received indicates that there is loss of capture on this transvenous pacing lead.

Manufacturer narrative:
Only a proximal portion (82mm from the tip) of the lead was returned for laboratory testing. Setscrew marks were identified on the terminals which is consistent with set screw-terminal pin contact. The conductor coils were found to be stretched and deformed along with surgical cuts which most likely occurred at the time of the extraction procedure. The proximal lead segment was put through and passed continuity testing. The (B)(6) 2006 clinical observations could not be confirmed as only the proximal portion of the lead was returned to boston scientific's post market quality assurance laboratory.